Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure occurred because the magnet was missing from the latch insep. A field service engineer replaced the insep and rebooted the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer would not open. The customer reported that the malfunction occurred when the user was trying to issue the medication to patient. The user was able to remove the medication from a another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.